Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, there were recurring loss of prime alerts with multiple cartridges from different boxes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump have been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found loss of prime alert with non-zero low force. On investigation, the pump powered up with the appropriate audible and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. Bolus delivery exercises were completed and recorded correctly. The force sensor calibration reading was low out of specifications. The pump casing was opened and no internal defects were found. The investigation verified the reported prime issue in the black box but was unable to duplicate the issue.